Event description:
Info rec'd indicates the technician found the bed has no electrical ground.

Manufacturer narrative:
The technician isolated the issue to a loose ground pin on the power cord plug. He replaced the power cord plug to repair the bed.